Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 68-year-old female patient for a protected percutaneous coronary intervention, presenting in society for cardiovascular angiography and interventions (scai) stage a shock. During impella cp support, it was reported that the device encountered a kink at the level of the iliac artery in the setting of a short sheath. Due to the inability to maintain appropriate positioning and function, the affected device was removed. A second impella cp device was subsequently placed, and support was resumed. The reported device kinking is consistent with procedural and anatomical factors, including vascular tortuosity, access characteristics, and sheath configuration associated with large-bore femoral arterial access.